Event description:
There was a corneal burn in less than one minute of phaco time. Used sutures to close and the unit was changed out.

Manufacturer narrative:
H-11: partial info in section f provided by initial report. No add'l info has been received to date.